Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump time was incorrect by twelve hours due to user error. There was no reported impact to the customer's blood glucose level. Reportedly, the customer corrected the pump time and resumed insulin therapy.